Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for this event. On an unspecified date, the patient was treated with an unspecified antifungal pill, an unspecified medication (intraperitoneal), and vancomycin ("1 bottle") for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.